Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of blood in helium pathway is confirmed. During the investigation, blood was confirmed within the iab helium pathway. The cause of how the blood entered the helium pathway was unable to be determined due to the returned state of the device. The returned iab was too damaged to analyze. The root cause of how the blood entered the helium pathway is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the rn that a patient in the cardiovascular intensive care unit (cvicu) had an intra-aortic balloon (iab) placed in the cath lab about 24 hours ago. The pump has been supporting the patient as expected. The rn stated that the pump began to alarm for helium loss about 20 minutes ago. The connections all seem to be tight. I asked if there is blood in the gas tubing, and he stated that there is. I clarified that the blood is indeed in the gas tubing, not in the arterial line tubing. The clinical support specialist (css) explained that the blood in the gas tubing indicates a ruptured balloon, and that it should be removed as soon as possible. The cardiologist is in the room and has removed the iab without any complications. The cardiologist has opted to not insert another iab. There was no report of patient complications or serious injury.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the rn that a patient in the cardiovascular intensive care unit (cvicu) had an intra-aortic balloon (iab) placed in the cath lab about 24 hours ago. The pump has been supporting the patient as expected. The rn stated that the pump began to alarm for helium loss about 20 minutes ago. The connections all seem to be tight. I asked if there is blood in the gas tubing, and he stated that there is. I clarified that the blood is indeed in the gas tubing, not in the arterial line tubing. The clinical support specialist (css) explained that the blood in the gas tubing indicates a ruptured balloon, and that it should be removed as soon as possible. The cardiologist is in the room and has removed the iab without any complications. The cardiologist has opted to not insert another iab. There was no report of patient complications or serious injury.